Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1 gm, loading dose, ip), fortum (1 gm, daily, ip), amikacin (100 mg, daily, ip) and heparin (1000 iu, daily, ip). The root cause of the peritonitis was a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and it was unknown if the event of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the event of break in aseptic technique and the relationship to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.